Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, during a mandibular osteotomy surgery for jaw deformity with the plate and screws, the locking of the screws and the plate was defective and could not be used. When the surgeon checked these products, the locking mechanism were broken on both the screws and the plate. The surgery was completed successfully using same products in stock without any surgical delay. The patient was reported as stable. This report involves one (1) 2.0mm ti matrixmandible locking screw slf-tpng 6mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date: (B)(6) 2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.